Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged the day following implant. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.